Event description:
Hcp reported the patient originally was seen by them with a request to move the pump as it was hitting the patient's ribs. Patient also had been having trouble with pain control since implant. Patient had been on 0.5 mg of dilaudid/day and now was up to 9.6 mg/day with poor pain control. No pump study was done. In surgery it was found that there was concentrated drug in the pump and they were unable to aspirate csf. The catheter was found to be in the epidural space. "Not sure if pump was working or not." The devie system was replaced. The patient is doing wonderfully since the replacement. Patient is back on a very low dose medication with good pain control.